Event description:
Additional information received reported that the patient was probably ¿feeling bad for a while¿ at home post the refill session on (B)(6) 2012. The patient was ¿fine and her pain was not that bad¿ as of the day of this report. It was noted that the patient was seemingly started on cymbalta when she was hospitalized.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump refill on (B)(6), the drug concentration was decreased from 50mg/ml to 40mg/ml and a bridge bolus w as done. On (B)(6), the patient was seen by the healthcare provider (hcp) due to withdrawal symptoms of memory loss, confusion, malaise and 'not feeling good'. The hcp checked the pump status and logs and no alarms were occurring. The patient was discharged. Later that day the patient went to the emergency room (ER) due to a worsening of the symptoms and the patient was hospitalized for 5 days. During a pump refill on (B)(6) 2012, the actual residual volume (arv) was 39ml while the expected residual volume (erv) was 4.8ml. The physician aspirated 39ml of yellow or dark fluid which the reporter believed to be the drug, compounded morphine sulfate. The patient was not experiencing any symptoms at that time. It was later reported that the pump was refilled with preservative free normal saline (pfns) infused at the minimum rate without bolus. The reporter stated that 'it did not seem that the patient had benefited from any intrathecal morphine since her most recent refill, which was the initial refill of this pump'. The reporter also stated that the patient's hospitalization in (B)(6), may have been secondary to opioid withdrawal. The patient was to return for a pump dye study. It was to be decided whether to perform an MRI of the lumbar spine based on the results of the dye study. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was filled with saline since (B)(6) 2012 because of volume discrepancy issue. The patient had a catheter revision done in (B)(6) 2013. The health care professional planned to convert the patient back to morphine. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).